Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation of the hole cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the right cylinder. The right cylinder and the pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was visually and microscopically inspected and leak tested. Under microscopic inspection, the cylinder showed a detached outer sleeve and fabric threads at the proximal end due to fatigue. Additionally, a hole was found in the inner tube from wear at the proximal end. The cylinder did not pass the leakage test. The pump was visually inspected, leak tested and functionally tested. The pump tubing was cut down to the pump block and was returned attached to one cylinder. The pump passed the leakage test but did not pass the activation tests. Based on the available test results and investigation, the allegation of mechanical issue and the cylinder hole/perforation was most likely determined to be the detached cylinder sleeve and fabric, and the leak from fatigue based on the testing and analysis performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the right cylinder. The right cylinder and the pump were explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the right cylinder. The right cylinder and the pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).